Manufacturer narrative:
The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "headaches, itching, like having an allergic reaction, and fatigue".

Event description:
Patient reported "wasn't feeling well." Device has been explanted. This record is for the right side.